Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead incomplete deployment was suspected. The lead remained in use. One day post implant high thresholds were observed on the lead and a dislodgement was suspected. The lead was attempted to be repositioned however the lead was observed to not extend completely. The lead was removed and not replaced. No patient complications have been reported as a result of this event.